Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the drainage catheter was opened and upon checking it with a flush prior to use, it was noted that it was leaking from the hub. Another device was opened and used successfully.